Event description:
The physician reported that the graft was implanted for a taa procedure in 2008, and the pt was discharged ten days later. The pt re-entered the hosp due to pain in the abdominal area the following month. The surgeon checked the pt via a CT and due to a hematoma formation; the pt underwent surgery on the same day. During the surgery the physician found blood leakage from a damaged area that was punctured. He attached a piece of patch on the graft (the patch type is unk at this time.) The pt was discharged from the hosp in the same month. Additional info received two months later: after a meeting between the physician and several maquet reps, the physician stated that he does not believe that the event is product related, rather more likely caused by the graft being located too close to a rib that is broken as part of the procedural technique.

Manufacturer narrative:
There is no product being returned for evaluation, therefore, the physician's alleged experience with the device can not be confirmed or denied. We have performed a very thorough review of the device history records for all components used to manufacture the device. Also, the physician has stated that he believes the event is not device related. Following our investigation, our conclusion to the most probable root cause is operational context. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All mfg and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution- there are no similar incidents against this batch. There is no increase in the frequency or severity as indicated via an anticipated or known failure mode based upon risk documentation and/or historical trending.